Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary customer returned (2) loose 1ml bd insulin syringes. The consumer reported, when taking injection, insulin leaked out, and she noticed the barrel was cracked. The returned syringes were examined, and it was observed that both exhibited cracks along the length of the barrel. The cracks along the barrels could have led to the leakage experienced by the consumer. A review of the device history record was completed for batch# 1130214. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause: leading 2learn(l2l) # 124629 for damaged barrels.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced failure to contain blood / medication / (crack or hole in the syringe).this event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer, the insulin leaked out and the barrel was cracked.   Consumer reported, when taking injection, insulin leaked out. Stated, she noticed the barrel was cracked.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1130214. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced failure to contain blood / medication / (crack or hole in the syringe).this event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer, the insulin leaked out and the barrel was cracked.   Consumer reported, when taking injection, insulin leaked out. Stated, she noticed the barrel was cracked.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced failure to contain blood / medication / (crack or hole in the syringe).this event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer, the insulin leaked out and the barrel was cracked.   Consumer reported, when taking injection, insulin leaked out. Stated, she noticed the barrel was cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.